Event description:
New information received notes that device was explanted and replaced. No adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the battery is depleting faster than expected. There were no adverse consequences to the patient. The device remains implanted. Patient was recently scheduled for a follow-up.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and no anomaly was found. The root cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.